Manufacturer narrative:
Medica device lot #: the customer initially reported that the lot # was 6144287. However, lot # 6144287 does not exist for catalog # 383733. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: one used sample was returned for evaluation. I visual inspection revealed the tip shield was connected to the catheter adapter and the v-clip was tilted. The v-clip was then lightly touched to reset it and the safety mechanism was successfully activated. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: the root cause for this incident was determined to be a tilted v-clip. However, it cannot be determined if this issue occurred within or outside the manufacturing process. Therefore, a CAPA will not be initiated for this incident. Other actions to be taken are: train employees not to squeeze products during transfer in production process. Notify the operators of the v-clip assembly not to touch the tip shields to reduce the probability of such defects. Discuss issues for improvement with r and d. (B)(4).

Event description:
It was reported that the safety shield of a bd pegasus¿ safety closed IV catheter system 22g x 1.00 in. Failed to activate when the needle was withdrawn. There was no report of injury or medical intervention.